Manufacturer narrative:
B1, b2, b5, h1 and imf (annex f) codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported on (B)(6) 2026, the patient successfully had aortic transcatheter valve-in-valve replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 9 years and 8 months post implant of this 27mm hancock ii aortic bioprosthetic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was reported as moderate aortic regurgitation (ar) and low ejection fraction (ef). A transesophageal echocardiogram (tee) showed moderate aortic valve regurgitation, likely due to a torn and flail anatomic right coronary cusp of the bioprosthetic aortic valve and global mild left ventricular systolic dysfunction was observed, with ejection fraction at 45% by visual estimate. A subsequent echocardiogram showed low ejection fraction (ef) (36%), with a mean gradient of 21mmhg and pulmonary pressure was elevated at 47 mmhg. No intervention or adverse patient effects were reported.